Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent was used to treat an unspecified lesion. Six month follow up angiography revealed 90% stenosis in the distal second obtuse marginal artery with a reference vessel diameter of 3.0mm. Due to its location, it was treated only with medication. It was noted that the mid right coronary artery and the distal circumflex artery had 0% stenosis and both had a reference vessel diameter of 3.5mm. The 9 month and 1 year follow up visits continued to find the patient without anginal symptoms. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with one clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic pancreaticoduodenectomy procedure, the clip was malformed from the beginning. Another competitive device was used to complete the case. There were no adverse consequences for the patient.